Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 43 mg/dl at the time of the incident. The customer was at 176 mg/dl at the time of admission. The customer did not mention how they were treated. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer reported their pump retainer ring came off and the reservoir was unable to lock in place. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis. Frn-mmt-332-rsvr, ozp-mmt-7020-snsr, unomed set.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test and force sensor test. The test p-cap does not lock in place properly and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer and missing reservoir tube o-ring. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.